Event description:
It was reported that the user experienced sustained hyperglycemia with a highest blood glucose of 325 mg/dl, the ilet alerted for high glucose, and the user observed a leaking connector associated with the infusion set; troubleshooting and education were completed and the user changed the connector and infusion set. Symptoms included none. Outcomes included a decrease in blood glucose to 199 mg/dl without the need for outside assistance or medical intervention. Investigation included remote assessment and guided troubleshooting focused on the infusion set and connector. Investigation of this case revealed a connector leak consistent with infusion set or connection integrity issues leading to inadequate insulin delivery and resultant high glucose. It was concluded, based on previously established findings for similar reports, that the cause was a device component leak at the connector resulting in under-delivery, resolved by set and connector replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.